Event description:
The fe reported the system failed to boot up. There is no report death or service injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstations power supplies and cables were in need of replacement. No further conclusion can be drawn at this time.